Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 217mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.